Manufacturer narrative:
Evaluation conclusion: only the sensor board was returned to the manufacturer for investigation.

Event description:
The manufacturer investigated a ventilator's sensor board. The sensor board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the sensor board failing was due to a flow sensor (mt5) being out of tolerance.